Event description:
Related to MFR report # 2183959-2012-00550. On (B)(6) 2010, the patient was implanted with an ams monarc sling with the "intention of treating her pelvic organ prolapse and stress urinary incontinence." It was reported that the patient experienced serious bodily injuries, including but not limited to, pain, dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries. It was also reported that the patient experienced mental and physical pain and suffering, has undergone multiple surgeries and revision procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.